Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were at the managing healthcare provider's (hcp) office yesterday and were told they had an impedance issue. Patient said their handset was dead despite charging it, so hcp used their own equipment to connect and confirmed this information. Patient said the hcp contacted local rep and requested they contact patient to further assist with this issue. Patient confirmed they received a call from the rep. Patient said they had to end the call shortly after getting it, but would call rep back. When patient went to call rep back, they noticed the phone number didn't save on their phone. Patient was wondering if request could be sent to have them call again. Email sent to rep with this request. Agent addressed dead handset battery and discovered they were charging both handset and communicator at the same time on dual adaptor. Agent reviewed ability to only charge one device at a time. Patient plugged in their handset by itself to charge and will monitor for appropriate charging.